Event description:
A patient was receiving a continuous heparin infusion via ICU medical plum 360. The pump was plugged in to the electrical outlet and the pump shut off without alarms or warning messages. The registered nurse (rn) recognized the pump immediately and replace the IV pump.